Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting some patient images. The philips field service engineer (fse) inspected the system onsite and confirmed that the image space was insufficient. The fse analysed the log file and found that disk space was full. The fse recreated the image disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.